Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her right side on or about (B)(6) 2008. She later experienced pain. Patient is a resident of (B)(6). Update: (B)(6) 2012, plaintiff fact sheet received with part/lot information.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the metal head and metal liner provided product and lot combinations did not reveal any related manufacturing anomalies. A complaint database search finds no other reported complaints against the remaining product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update: 3/9/2012 plaintiff fact sheet received with part/lot information. Dor: (B)(6) 2009. The devices associated with this report were not returned. The devices now reported are not from the asr platform as previously indicated. Review of the sterilization certifications and device history records for the provided product/lot combinations did not reveal any related deviations or anomalies. Per the sterilization certificates, validated parameters were met. The investigation could not draw any conclusions regarding the reported event. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.